Event description:
It was reported that during dialysis, the extension line was found leaking and was not allowing normal dialysis. As a result, a replacement kit was used without issue. It is not known if a delay resulted, however, there was no reported death or complications as a result of this occurrence.

Manufacturer narrative:
(B)(4).